Event description:
The customer reported that event occurred during a diagnostic transurethral resection procedure with photodynamic diagnosis (pdd).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure caused by a cable failure that was caused by water immersion. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a loose contact was not confirmed; however, the customer's allegation of a flickering image was confirmed due to a board unit failure. The device evaluation also found lost water tightness due to poor water tightness of the cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a loose contact and the picture flickered strongly during coagulation. The issue was found during an unknown event. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or consequence reported as a result of this event.